Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past five years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery stopped working and no longer charges. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by medical facility.